Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician but no information was received about the technical analysis performed. The technician did not provide any further device or service information. The serial number is unknown; therefore, a service history analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration event occurred on an ak 96 machine during hemodialysis. The ultrafiltration volume was reported to be 1200ml more than expected and the patient developed hypotension. The treatment was stopped and the extracorporeal circuit blood was returned to the patient. There was no additional report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.